Event description:
It was reported by service report that the head end of litter could not be raised due to an o2 bottle placed on the base shroud applying constant pressure on the jack release pedal. No patient involvement or adverse consequences are reported.